Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector on (B)(6) 2022. The issue occurred with one infusion set and the same was used for one and a half days. Moreover, the blood glucose level of the patient at the time of event was 90-130 mg/ dl. The patient replaced the infusion set and insulin was resumed successfully.